Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was broaching a size 6 actis broach using kincise. He wanted to check the stability of the broach and remove that broach using a manual broach handle. To my knowledge as he was attempting to lock the broach to the handle, the broach broke off at metal point of which you connect the broach to the handle. The surgeon had to use a vice grips and burr to loosen the broach in order to remove the broach. The surgeon then asked to open a real size 6 std actis stem. He was very happy with the stability and how it looked on x-ray.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.